Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that last night he had a motor error alarm on the insulin pump that he could not clear. Customer stated that it is repeating the alarm. Customer stated that he was taking care of his grandkids at the restaurant when the first alarm came up. Customer stated that he is already disconnected from the pump. Customer stated that the pump was exposed to an airport body scanner and x-ray. Customer stated that he does have a magnet on his iphone case but it is usually 12 inches away from the pump. Customer stated that there is no reservoir in the pump. Customer had 3 motor error alarms and 1 motor position encoder error alarm within the last 30 days in the alarm history. Customer mentioned that his blood glucose was 281 mg/dl after his first motor error alarm. Customer stated that his blood glucose was probably high because he had chinese food. Customer stated that he treated with a back-up pump. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion tests. The pump was received stuck in the motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the alarm history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to complete the functional testing due to the motor error alarm. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.